Manufacturer narrative:
Form code: (B)(4). These events were reported to the FDA on april 30, 2018 for the alternative summary reporting for infection and/or erosion with FDA approval number e1997002. For all products returned to the manufacturer and analyzed, no performance issues were identified. The total number of events being summarized for product code dtb is 459, including the 3500a event and events detailed in the attached xls. The xls document attached includes supplemental reports on product codes that have been obsoleted from this summary report. However, any report number listed under these product code(s) are supplemental regulatory reports of initial regulatory reports submitted on or before 31jan2018. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 770 reported events. All events were reported for infection and/or erosion. Range of patient age: 32 months to 100 years. Range of patient weight: 35-397 pounds. Where gender is known, the population includes 32% female and 68% male.